Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified below the knee vessel. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon rupture upon first inflation at 6atm for 10 seconds. The device was then removed from the patient's body without any problem. The procedure was completed with another of the same device. There were no patient complications reported.